Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue was not duplicated, however, the fe found that the system battery was defective. The battery assembly was replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported the system intermittently would not make an exposure. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.